Event description:
Per distributor, the patient reported multiple red alarms. The decision was made to switch to a backup freedom driver. No adverse impact to patient was reported.

Event description:
Per distributor, the patient reported multiple red alarms. The decision was made to switch to a backup freedom driver. No adverse impact to patient was reported.

Manufacturer narrative:
Device history record (DHR) review confirmed freedom driver s/n (B)(6) was serviced and passed all areas of functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms, indicating external voltage and delta not greater than left battery voltage for too long and system current too high. These alarms have historically been due to an onboard battery running low or a power supply improperly connected to driver. Visual inspection of external components found damage to fan cover and power adaptor rail. Visual inspection of internal components found damage to the front housing anchor boss. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. A 48-hr observation run was performed. Driver functioned as intended without issue or alarm. Failure investigation for this complaint confirmed the reported issue from the alarm history review. The customer complaint was not replicated during testing; the root cause of the reported issue was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the reported complaint. The damage found during visual inspection was cosmetic only and would not have impacted the functionality of the driver. The patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.